Event description:
Boston scientific received information that there was an infection that took place with a patient that has a medical device. There is no indication whether the lead was explanted or not.